Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n179828001, implanted: (B)(6) 2008. Product type: catheter: product ID 8590-1, lot# n165787, implanted: (B)(6) 2008. Product type: accessory. (B)(4).

Event description:
It was reported that the patient's pump was over the edge of the patient's floating rib and it would "flip under" the floating rib. It was then reported that the pump had completely moved over the rib and touched the first stable rib which caused occasional discomfort. This was reported to have been discussed with the patient's physician and thought it was related to the patient's weight loss of ten pounds. The health care provider later reported that the patient's charts since 2004 had no record that the pump had moved, flipped or had been revised. This was also confirmed with the physician. The device system delivered morphine. The patient also reported taking oxycodone and ultram.